Event description:
The customer reported a speaker malfunction no sound was coming from the device. It is unknown if the device was not use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The philips field service engineer (fse) went onsite to evaluate the device. The (fse) confirmed the customer's allegation and reported a speaker fault with speaker that was completely out of sound. The (fse) replaced the loudspeaker assembly to resolve the issue. The speaker was replaced and returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.